Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in a patient. The length of the membranous septum is 1.7mm. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22mm non-abbott device. Thereafter, the patient had some ectopy and possibly wider qrs interval. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure due to being deployed too low. The final non-coronary cusp implant depth was 8 mm. There was no difficulty experienced implanting the 27mm navitor vision valve. Post-procedure, it was noted via electrocardiogram that the patient developed a left bundle branch block (lbbb) and first degree heart block. The patient was hospitalized. On (B)(6) 2025, the decision was made to implant a permanent pacemaker. The cause of the patient's lbbb and first degree heart block heart block are attributed to implant procedure and pre-implant bav. There is no allegation of malfunction against the abbott device or procedure. The patient was stable at the time of report.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported heart block appears to be related to a combination of patient condition (pre-existing left bundle branch block) and the implant procedure. A cause for the reported atrial fibrillation could not be conclusively determined. The reported pulmonary edema is related to the pacemaker lead perforation. The reported hospitalization, unexpected medical intervention, and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6) (r902056401, r902056201, r907916901, r907916601, r907981801). Subsequent to the previously filed report, additional information was received that on an unknown date in march 2025, the patient was found to have a pericarditis. On (B)(6) 2025, it was noted via echocardiogram that the patient developed a small-moderate circumferential pericardial effusion, anterior to the heart and along the right ventricular free wall. There was no cardiac tamponade present. On (B)(6) 2025, the patient was administered aspirin and colchicine. On 24 march 2025, it was noted via telemetry monitor that the patient flipped from an atrial flutter to atrial fibrillation while on an amiodarone drip. A chest x-ray also revealed that the patient developed a new pulmonary edema. The decision was made to started the patient on metoprolol and intravenous lasix. The cause of the patient's pericarditis and pericardial effusion is attributed to a pacemaker lead perforation. The cause of the patient's atrial fibrillation is unknown. The cause of the patient's pulmonary edema is uncertain, but potentially related to right ventricular dysfunction or mitral regurgitation. The patient was discharged at time of report.